Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip femoral head; dur opt std poly ins 28/54,56 hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem.

Event description:
Surgeon is ordering a patient specific duraloc option inlay 54/56 because of unknown reason. Revision is planned upon receipt of inlay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.